Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "failed rate accuracy" was not reproduced due to constant reload set messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No device correction is required. The device will be repaired and tested prior to release to ensure the device meets all specifications. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed rate accuracy. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.